Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high-risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported during impella cp support for 71-year-old male patient, there was a pump stop. There was a controller failure on the automated impella controller (aic) at the time of the pump stop and the aic was replaced in hopes that the pump would restart. The pump would not restart despite replacing the aic. The patient expired after 146.54 hours of impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. The impella device was not returned for evaluation. The root cause for the pump stop was not related to any problems with the aic. No issues were found given the console exchange did not resolve issue. Please refer to investigation for pump in manufacturer device report 1220648-2024-22217 for more details. G1 reporting contact email revised on manufacturer device report 1220648-2024-22221 in accordance with updated procedures.